Event description:
It was reported by service report that the prong was loose and the nurse call cable was missing. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Missing nurse call cable, loose power prong.